Event description:
There was an allegation of questionable troponin t hs result from the cobas e411 rack analyzer. The initial result was 0.003 ng/ml. The repeat results were 0.143 ng/ml and 0.142 ng/ml. The questionable result was not reported outside of the laboratory. The reagent lot number was 596381. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The clotting time used by the customer was below the recommended amount from the tube manufacturer. Therefore a preanalytic issue could not be excluded.